Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of severe ecchymosis, severe edema, and complications with the vein causing decreased blood flow are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Injecting healthcare professional reported one day after injection with 1 syringe of juvederm ultra plus xc in the nasolabial folds, the pt developed "severe ecchymosis and edema" and had "complications with the vein causing decreased blood flow" at the injection sites. One day after onset, pt was treated with hyaluronidase, a medrol dosepak, keflex, nitro-bid paste, and doxycycline by a healthcare professional other than the injector. Two days later, the pt was treated with more hyaluronidase and zovirax by the injecting healthcare professional. The symptoms are ongoing at this time.